Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose value was 277 mg/dl at the time of the incident. Customer reported of being sick due to food poisoning and turned off basal rates which resulted in high blood glucose. Customer also reported that the top of battery compartment was cracked. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.